Event description:
It was reported that the patient had an (B)(6) infection in (B)(6) 2011. An hcp (health care professional) removed the entire left side system and did antibiotics for 12 weeks. The patient had not had a new implant on the left side. The manufacturer's database showed that the left ins (implantable neurostimulator) and the left side extension were removed as of (B)(4) 2011, however, there was no removal date provided for the left side lead. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID 7426, serial# (B)(4), implanted: 2010-(B)(6), explanted: 2013-(B)(6), product type implantable neurostimulator, product ID 3387s-40, lot# v530126, implanted: 2010-(B)(6), product type lead, product ID 7482a40, serial# (B)(4), implanted: 2010-(B)(6), explanted: 2011-(B)(6), product type extension, product ID 7482a40, serial# (B)(4), implanted: 2010-(B)(6), product type extension, product ID 3387s-40, lot# v530126, implanted: 2010-(B)(6), product type lead. (B)(4).